Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-508h-(B)(4): the fiber/glass cap is fractured at the uv glue zone; the fiber/glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits signs of abrasions and stretching, and erased red octagonal sign and blue arrow indicator; the fiber appears blackened near the heat shrink tubing open end. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure, "fiber broke." It is unknown how the procedure was completed. Patient outcome: no injury to the patient was reported.